Event description:
Bifurcate for IV in use. Assessed pt, changed diaper and repositioned pt 4 hrs later. When went to reassess 2 hours after repositioning, linen by bifurcate noted to be wet and bloody. IV had backed up and when flushed bifurcate noted to have 2 puncture areas. New broviac after carefully aspirating and flushing able to draw blood and flush. New trifurcate applied. No further issues with line noted at this time.